Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this - device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
(B)(4) 2014 - this lead had dislodged.

Event description:
It was reported to us that this atrial lead was "not working." A repositioning procedure was attempted but was unsuccessful and this lead was explanted. A new atrial lead was successfully repositioned. No add'l info is available. Should add'l info become available, this event will be updated.